Event description:
Csf did not flow even at the lowest setting: 30. He replaced it with (B)(4) so that he can set lower. He would like to know what was wrong with the valve. When he tested it, it seemed normal. He would like to know the reason of this incident.

Manufacturer narrative:
The incident has been reported to the MFR on (B)(4) 2012. Results of analysis will be developed in a follow-up report.